Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrode breaks frequently the event occur while being used in the transurethral resection of the prostate in saline (turis). The transurethral resection of the prostate in saline (turis) procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation based on the results of the investigation, , it is likely that there was wear and tear. The loop at the distal end of the electrode wears out during use and can break, burn or melt. However, the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.